Manufacturer narrative:
As received, a complete lead was returned in one piece without a stylet inserted. The stylet that was used in the field was not returned for analysis. Visual inspection of the lead revealed no anomalies. Electrical inspection of the lead revealed no anomalies. No anomalies were observed on the lead.

Event description:
During implant, the guidewire was unable to be separated from the left ventricular (lv) lead. The issue was resolved by replacing the lv lead. The patient was in stable condition and experienced no adverse health consequences.